Manufacturer narrative:
The customer declined ge service. No repair information available. Block a: no report of patient involvement. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Block d4:a serial number was not provided at time of MDR filing. Block h4:a date of device manufacture was unavailable at time of MDR filing. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in a leak that could cause prolonged insufficient oxygen flow. There was no patient involvement reported.